Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the pump for a shower, did not reconnect before eating, and experienced hyperglycemia with a reported blood glucose of 297 mg/dl for a couple of hours; no alerts or alarms were reported. Symptoms included no clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and user education regarding timely reconnection and allowing the system to correct elevated glucose. Investigation of this case revealed user-related use error consistent with not reconnecting the infusion set after a shower and before a meal, with no device or component malfunction identified for the infusion set or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user error.